Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events anaplastic lymphoma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anaplastic lymphoma, silicone perspiration discovered during surgery, effusion fi summary the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1242131 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory; however, as the reported event of lymphoma is classified as medical, it is unable to observe, therefore it is not confirmed. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. DHR summary DHR for shell run numbers 20348 and 20382 did not identify any deviations, errors or omissions during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. See 20348 run and 20382 run attached. Erir number 060032 was referenced in shell runs, this deviation is related to a training situation, however does not have impact to the quality of shell fab procedure and has no relation with the reported event. Review of DHR for work order (B)(4) did not identify any deviations, errors or omissions during the manufacturing process that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. See 1242131 router attached. The DHR assembly report from the electronic system was verified and there was no scrap related with reported event, all devices were conformance during manufacturing process. See 1242131 assembly DHR report master attached. The review of the documentation associated with the manufacturing process indicates that all devices with lot number 1242131 were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation.

Event description:
Healthcare professional reported right side capsular contracture, baker grade I, effusion, anaplastic lymphoma, breast cancer, device with waves, folds and rotation. Silicone perspiration and change of the device colour were discovered during surgery. The device has been explanted.

Manufacturer narrative:
Fi summary: he review of the documentation associated to the manufacturing process indicates that all devices with lot number 1242131 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory; however, as the reported event of lymphoma is classified as medical, it is unable to observe, therefore it is not confirmed. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side capsular contracture, baker grade I, effusion, anaplastic lymphoma, breast cancer, device with waves, folds and rotation. Silicone perspiration and change of the device colour were discovered during surgery. The device has been explanted.